Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes for disabled valves and communication failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The reported issue was not reproduced on-site by our field service engineer (fse). The ventilator was continuously run for 3 days and the alarms did not reoccur so it was cleared for clinical use. No parts were replaced. The evaluation of received ventilator logs confirms a single occurrence of the reported technical error codes and a stop of ventilation directly after start of ventilation. The technical error codes indicate disabled valves and a communication error. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The reported issue was confirmed in the received ventilator logs but could not be reproduced during the investigation. The cause of the reported failure has not been established.

Event description:
Manufacturer ref. #: (B)(4).